Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-17967, 1627487-2021-18143.

Manufacturer narrative:
Correction: b5.

Manufacturer narrative:
The reported event for ineffective stimulation/non-functional scs was confirmed. As received, the rf receiver successfully communicated with a lab standard rf transmitter. The ipg was functionally tested and failed due to degraded outputs. This is consistent with the failure of the internal hybrid circuits.

Manufacturer narrative:
Correction g3 : date received by manufacturer.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event and device information. The unique device identifier (UDI #) is unknown because the lot and part number were not provided.

Event description:
Related manufacturer reference number: (B)(4). It was reported the patient's system was explanted. Reason for explant is unknown.